Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid ultrasound, the patient experienced significant pain due to pressure on the wires of an implantable neurostimulator, specifically a deep brain stimulation implantable pulse generator (ipg). Additionally, the patient felt a sensation of electricity going through their neck during the procedure. The patient also had a vagal nerve stimulator on the opposite side and noted that coughing provided some relief if they remained still. The patient's oncologist ordered an MRI, pet, and CT scan, and the patient inquired about the compatibility of these imaging procedures with their devices. Patient services documented the issue and provided information, advising the patient to contact their healthcare provider for further guidance. No further action was taken.